Manufacturer narrative:
Siemens requested the parts, which includes the hdd cable and the hard drive, to be returned for investigation. The customer requested the parts to be replaced along with a measurement cartridge and a wash/waste cartridge. The cause of this event is unknown.

Event description:
The customer reported that on the rp 500, the hard drive wiring harness melted, producing smoke. There was no visible flames or exposure. There was no report of harm to any operator or patients.

Manufacturer narrative:
No additional investigation for this issue was required. Siemens states that the issue was previously evaluated. The connector was changed on forward production in 2014. The connector in this complaint pre-dates that change. This facility is covered for parts and the biomed department does the service. The parts to the hard drive wiring harness have been replaced. Per investigation performed for this issue, root cause could not be determined. There have been no failures on rp500s manufactured since the corrective actions were implemented.